Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4024-58 implantable pacing lead, implant date: (B)(6) 1999. (B)(4).

Manufacturer narrative:
Follow-up conducted revealed that the patient fall was not related to the device. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Event description:
It was reported that the patient fell which caused pocket pain. Follow-up is in progress and any additional information will be added to the event. The device was explanted and replaced. No further patient complications have been reported as a result of this event.